Manufacturer narrative:
The customer contacted siemens customer care center (ccc) about flagged abnormal reaction results for troponin I (tni) on an individual patient on the dimension exl system. Siemens is investigating the event.

Event description:
Flagged abnormal reaction results were obtained a patient's samples for troponin I (tni) on the dimension exl system. The flagged results were not reported to the physician. The customer sent the second specimen to another laboratory to be processed on an alternate non-siemens instrument system causing a delay. A negative result was obtained and reported. There are no known reports of patient impact or adverse health consequences due to the delay in reporting a troponin I result.

Manufacturer narrative:
Original MDR 2517506-2018-00490 was filed 04-sep-2018. Additional information (13-sep-2018): the customer provided further information. They confirmed that there was no delay in patient treatment and no adverse health consequences to the patient due to the delay in reporting a troponin I result. Additional information (24-sep-2018): siemens headquarters support center (hsc) has reviewed the information provided. Hsc confirmed that the abnormal reaction flag is described in the dimension exl operator's manual. The operator's guide states that the abnormal reaction flagged result cannot be reported. Review of the instrument logs did not indicate any instrument issues during the time of testing. No product nonconformance was identified. The cause of the event is unknown.